Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that air ingress occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. The faradrive sheath was prepared according to the directions for use (dfu), and the sheath was inserted into the left atrium. A farwave catheter was inserted into the faradrive sheath, and aspiration of the sheath was performed. At this point, air was induced from the valve of the sheath. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is expected to be returned for laboratory analysis.

Manufacturer narrative:
Describe event or problem: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears in the inner and outer valves. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the inner and outer valves. Microscopic inspection also revealed a tear in the flush lumen close valve underneath the handle cap, however, the flush lumen tear would not have been the primary cause of the air ingress as no leakage was observed while purging out the air inside the sheath with water. B5: describe event or problem - updated with additional narrative.

Event description:
It was reported that air ingress occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. The faradrive sheath was prepared according to the directions for use (dfu), and the sheath was inserted into the left atrium. A farwave catheter was inserted into the faradrive sheath, and aspiration of the sheath was performed. At this point, air was induced from the valve of the sheath. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath was returned for laboratory analysis. It was further reported that the only device inside the sheath prior to the event was the sheath dilator. The method of irrigation used for the sheath was a pressure bag. The flow rate was nominal, not high. No air was seen in the patient.